Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported customer woke and went to bathroom; became loud , incoherent, shaking and sweating. Caller attempted to treat without success, so called emt. Customer allegedly received the following results, with the same meter compared to the emt meter within 10 minutes: 133 mg/dl and 95 mg/dl on aviva meter and 28 mg/dl on emt meter. Customer was treated with glucose administered through an IV with a syringe; felt better once IV was administered; did not go to the hospital. Requested return of the alleged device for evaluation and replacement was sent.